Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the needle has broken just below where it connects to the suture. The needle was submitted for fracture analysis to determine failure mode. Fracture analysis of the surgical needle using sem showed that it was fractured due to overload. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the product's needle fractured during grasping and suturing. The needle fractured after it had already served its purpose to pass the suture through the tissue, so it was no longer needed to complete the procedure.